Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the cannula mounts to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula mount on the patient side manipulator 2 (psm) was not closing fully. The customer tried to close it with force and with tape, but the locking was loose. They were unable to hold the cannula in place and continued with surgery with psm2. The customer used 3 psms to resolve the issue. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on the system. The system initially powered on without any errors. The isi tse was contacted for troubleshooting. Troubleshooting was completed. The isi fse was dispatched for further troubleshooting. The procedure was completed robotically. There was no injury to a patient. The arm could be used with minor restrictions.